Event description:
It was reported that a patient underwent a gynecological procedure in 2009. Midway through the procedure, the device stopped cutting. Another disposable handpiece was used to successfully completed the case with no adverse patient consequences.

Manufacturer narrative:
Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The pillow passed the pressure decay test and worked when activated. The device passed all visual and dimensional evaluations. When the returned trigger alone was attached to the motor drive unit and activated, the device operated as intended. When the returned main housing was attached to that trigger and activated, the device stalled the motor drive unit. The blade would not rotate.